Event description:
Clinical report form indicates the patient is experiencing mentation changes starting in 2006. The patient underwent dbs implant a week earlier and required repositioning of leads 3 days later. Recovery has been complicated by mentation changes starting 2 days after, that may be due to surgical induced edema, history hallucinations, and early dbs programming. Three days later, prolonged hospitalization was required for resolution of mental status changes, drug changes and cautious monitoring for dbs stimulation. The patient's concomitant medications at the time of the event are: sinemet (25/250), sinemet cr (50/200), entacapone, pramipexole, lisinopril, quetiapine, omeprazole, tamsulosin, lovastatin. The adverse event is listed as ongoing. A follow up report will be sent when additional information is received.